Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was in an obstacle race when an unspecified malfunction alarm occurred and there was no display on the pump. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 170-180 mg/dl range.